Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery. The first guide wire was advanced and the ht balance guide wire was advanced as a buddy wire for support. The stent was positioned. Before inflating the stent delivery system balloon, an attempt was made to remove the buddy wire; however it could not be removed. Several maneuvers were performed in order to remove it. The guide wire was removed from the anatomy in one piece and once removed, the j tip did not straighten (did not unbend). The procedure was successfully completed. There were no patient effects and the final patient outcome was good. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.